Manufacturer narrative:
The suspect medical device has already been returned to olympus. However, since the evaluation/investigation is still ongoing, the exact cause of the user's experience and the reported phenomenon has not been determined yet. This report will be updated if additional significant information becomes available or once the evaluation/investigation has been completed.

Event description:
A rigid scope was returned to olympus for repair with broken plan glas. There is no indication that broken parts fell into the patient¿s body or that the reported damage occurred during a procedure and there was no report about an adverse event or patient injury.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a broken lens, damage on the outer tube at the distal end, and broken optical fiber were observer. The root cause of the broken components was attributed to user error, improper handling, and the application of excessive force. Olympus will continue to monitor field performance for this device.